Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the issue was being caused by a faulty computer. The computer was replaced. A successful system checkout was performed which verified that the issue had been resolved. The part was returned to the manufacturer for analysis. The part was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that after the system was finished loading a patient exam it became unresponsive. The surgeon performed a manual shutdown, after this there was no signal displayed on both monitors. The site restarted several times with no change. There was no patient impact or delay in surgery reported. Surgery was reported as proceeding as planned.

Manufacturer narrative:
Patient demographics and device manufacture date provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.